Event description:
Hcp reported catheter dislodged. Reported patient symptom was increased spasticity. The device was explanted, but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.